Event description:
A complaint was received by customer service regarding a discrepancy between the model number and product thickness fields on the product label for five intacs products from a single lot. The customer did not open any of the products. The customer was requested to return the five products to keravision. Keravision reviewed the work order which were used to build the lot. Upon inspection of the label from the lot, it was found that the thickness indication had not been properly printed on the product label. The label thickness field indicated 0.35 mm thick intacs and the model number field indicated 0.25 mm thick intacs. A lot history review, including thickness measurements, of the lot indicated that the correct thickness is 0.25 mm